Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of ischemia and spasm, as listed in the xience prime everolimus eluting coronary stent system instructions for use, are known patient effects associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during the procedure in the heavily tortuous, mildly calcified, right coronary artery (rca), pre-dilatation was performed using a 3.0x12 balloon. A 3.5x23 xience prime stent was deployed successfully and post dilatation was performed using a 3.5x12 balloon. A "pinch" in the vessel was observed distal to the stent which appeared to be 2-3cm proximal to a previously deployed stent in the distal rca. Pre-dilatation was performed using a 3.0x12 balloon in preparation of deploying an additional stent in the pinched area; however, a 3.5x18 xience prime stent system was unable to cross to the target site due to the anatomy. The pinched area was treated only with balloon angioplasty using the 3.0x12 balloon. Plans are pending to stent the target site at a later unspecified date. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.